Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that this is a duplicate report. See (B)(4), MDR report number 9617229-2017-00128.

Event description:
Healthcare professional reported left side "bia-alcl." The manufacturer of the device is unknown. The status of the device is unknown. Article ¿a case of anaplastic large cell lymphoma relapsed after breast reconstitution with silicone implants¿ revealed patient had a history of prior ¿primary alcl of iliac bone¿ and breast cancer. Ten months following implant, which was performed due to breast cancer, patient developed a left side tumor. Biopsy results provided cd30, and alk-1. Results matched patient¿s prior alcl results. Treatment with chemotherapy was given and patient achieved remission.

Manufacturer narrative:
The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphoma alcl. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Article citation: ¿a case of anaplastic large cell lymphoma relapsed after breast reconstitution with silicone implants.¿ takafumi nakao, masahiro yoshida, hiroshi kanashima, hiroko fukushima, hiroyuki sugiyama, takeshi inoue, takahisa yamane; department of hematology; april 2013; vol. 54, no. 9, pp. 1442. [(B)(4)].

Event description:
Healthcare professional reported left side "bia-alcl." The manufacturer of the device is unknown. The status of the device is unknown. Article ¿a case of anaplastic large cell lymphoma relapsed after breast reconstitution with silicone implants¿ revealed patient had a history of prior ¿primary alcl of iliac bone¿ and breast cancer. Ten months following implant, which was performed due to breast cancer, patient developed a left side tumor. Biopsy results provided cd30, and alk-1. Results matched patient¿s prior alcl results. Treatment with chemotherapy was given and patient achieved remission.